Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer's site to investigate the issue. The fse found an air pocket in the reference reagent line and replaced the reference valve on ion selective electrode (ise) cell of the beckman coulter au680 clinical chemistry analyzer. Replacement of the part resolved the issue.

Event description:
A customer reported to beckman coulter (bec) the generation of erratic sodium and false high chloride results on a beckman coulter au680 clinical chemistry analyzer. The erroneous patient results were not released outside the laboratory. All results were repeated and corrected prior to releasing patient reports. There was no report of change to patient treatment. The customer stated the calibration and quality control (qc) recovery for all electrolytes was within specification prior to and after running the patient samples.